Event description:
A healthcare worker experienced sore, tearing eyes with headache that developed within a minute of exposure. At the event onset, the customer reported noting maloder upon completion of the fifth cycle for the day while taking out the loads. The symptoms lasted a few hours and subsided. No medical intervention sought.